Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a manufacturing defect. Additional: a batch review has been performed and there were no exceptions noted during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through CAPA (corrective and preventive action) investigation idc-CAPA (B)(4).

Event description:
The patient contacted baxter (B)(4) to report an intermate in which there was a ruptured reservoir. The device was connected to the patient for approximately 5 to 10 minutes when the reservoir ruptured. The device was filled with tobramycin 660 milligrams in 0.9% sodium chloride 132 milliliters. There was no adverse event, patient injury or medical intervention associated with this report.